Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The pt m entioned they had something broken off in their back, and was having scans done to see if it was a needle or the anchor to the ins that had moved. Pt said they think it was the anchor, but either way pt would need surgery to address it. Pt said the object was touching the wires. Pt said this was first discovered when pt had a CT scan and x-ray due to chest congestion and pneumonia and they saw the object on the scan. Pt said their hcp ordered a sonogram and x-ray last week, but that didn't outline the object good enough so pt was having a CT scan on wednesday. The reason for call was pt stated two days ago they couldn't charge for a while, but finally got the ins to start charging. However while charging, the ins started shocking them inside. Pt said they turned ins off and the shocking stopped. Pss asked if pt had any falls and pt said no, but said there was something that broke off inside their back touching the wires. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient (pt). It was reported that pt called back and stated previous information documented in this case. Pt stated the clamp that held their wires broke inside their back. Pt stated it looked like a needle broke off when they had CT scans, x-rays and mammograms. Pt stated when they tried to charge (the manufacturer's patient services specialist (pss) understood this as their implant) it shocked them. Pt noted they were trying to run it through their insurance and was making the pt pay a (B)(6) copay. Pss reviewed that the manufacturer only covered device cost. Pss redirected pt to the clinic billing office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.